Event description:
This report is being filed upon notification from our x-ray manufacturer in (B) (4) to submit this adverse event that happened in (B) (6). Problem: this x-ray table was not being used on patients anymore. It was in a storage state being used for some qc testing on mobile equipment. The gas spring used to assist the lift motor on the table drive appeared to seize when table was lifted. The gas spring fell out of the fixation block then suddenly expanded and went through the table top. There was no injury.

Manufacturer narrative:
(Eval method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.